Event description:
There were 14 cases of patients who underwent cardiac surgery and or valvular surgery. Following surgery, there were incidents of patients' heels becoming red and in some instances, there was development of heel ulcers. The facility is still reviewing the risk factors. The facility is working with the manufacturer and is looking into whether the change in the thickness of the warming pads may have contributed to the heel ulcers.